Manufacturer narrative:
A draeger service engineer was dispatched who could confirm the reported issue and trace it back to a malfunction of one of the pcbs that control the ventilator operation. The pcb was replaced, the device passed all consecutive tests and was returned to use. Dräger finally concludes that the device responded as designed upon the malfunction of a single component. Automatic ventilation was hut down and the user was alerted to this condition by means of a corresponding alarm. Manual ventilation as well as the monitoring functions remained available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator failure during use. The device was swapped out; no patient consequences have reportedly occurred.